Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about three days after the implant procedure, the left ventricular lead threshold had increased and the pacing impedance decreased. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was decreasing. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was reprogrammed.